Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-03 h6: investigation summary customer returned (11) loose 1/2cc, 8mm syringes. Customer states that the needle hub separated and stayed inside of the shield and the shield was difficult to remove. All returned syringes were examined and 9 out of 11 samples were returned with the hub-needle/shield assembly separated from the barrel. Both remaining samples were tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force syringe 1 2.77 lbs. Syringe 2 2.64 lbs. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862422] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1630423 has been opened to address this issue.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs needle hub separated during use. The following information was provided by the initial reporter: material no. 328468 batch no. 0022157. It was reported that needle hub separated and stayed inside of the shield. Shield was difficult to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 6th related complaint for needle shield does not detach as intended and the 4th related complaint for needle hub separates on lot # 0022157. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle shield does not detach as intended and needle hub separates) was captured and addressed appropriately. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for cracked hubs. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs needle hub separated during use. The following information was provided by the initial reporter: material no. 328468 batch no. 0022157. It was reported that needle hub separated and stayed inside of the shield. Shield was difficult to remove.